Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. A supply change was performed to address the occlusion alarms. The customer's blood glucose (bg) level was 308mg/dl. The customer did not provide information regarding how the bg level would be addressed prior to abruptly terminating the call.